Manufacturer narrative:
A technical assessment identified a faulty user interface (ui) assembly as the probable cause of the display malfunction. As of may 4, 2026, the replacement part remains on backorder; therefore, the repair is currently pending. The ordered materials align with the corrective actions specified in the v60 service manual. When the part becomes available, the repair should be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. No additional clinical harm or supplemental testing needs were identified during the risk management review.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was black. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the screen was dark; holding a flashlight to the screen showed that the display was on. The remote service engineer (rse) discussed first-generation liquid crystal display (lcd) versus second-generation lcd with the customer, informed the customer of the ways to upgrade the lcd, and provided the customer with the part number and price of the replacement user interface (ui) assembly for repair. Investigation is ongoing.